Event description:
On 01-oct-2024, intuitive surgical, inc. (Isi) received medwatch report# mw5159329 stating: it was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument while docked and used in the patient with no harm caused, the jaws stopped opening and closing. The customer could not see a break in the cable but it was most likely that is what occurred, within the shaft of the instrument and not at the end. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-oct-2024: the batch lot # was unavailable. The procedure was a first rib resection. The instrument was inspected prior to use and no damage was observed. There were issues related to opening/closing of the grips and the jaws stopped opening. There were no issues related to left/right (yaw) motion of the grips nor any issues observed with the up/down (pitch) motion of the instrument wrist. There were no cables visibly protruding from the distal end of the instrument. There were no signs of thermal damage at site of breakage and the damage did not result in fragment falling inside the patient¿s anatomy. The instruments will be returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instruments be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The provided image was reviewed by a failure analysis engineer (fae), and there were no damage observed to either of the instruments from the photo provided.